Manufacturer narrative:
Visual and optical examination of the instrument did not identify crack, fracture, or plastic deformation of tip. Dimensional examination of hex found to be conforming to print specification. Functional evaluation of instrument utilizing two sample crosslink set screws found the instrument to function as intended, with both being broken off without incident. After visual, dimensional and functional evaluation, the instrument appears to be capable of functioning as intended.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a t11-l2 posterior spinal fusion. It was reported that the driver tip splayed at the tip while trying to break off the set screw off. No patient complications were reported.